Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that a residual liquid on distal end c-cover and the inside of light guide lens has discoloration. In addition, there is peeling of the adhesive around distal end objective lens and a gap in the adhesive around the distal end (z-block) area were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause of the discolored lens residual liquid at the distal end could not be determined. The adhesive damage is likely traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.